Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not come out of needle. The following information was provided by the initial reporter: consumer reported finding the insulin will not come out of needle during flow check.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not come out of needle. The following information was provided by the initial reporter: consumer reported finding the insulin will not come out of needle during flow check.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 03-jan-2023. H6. Investigation summary: customer returned (9) open 32gx4mm bd pen needles without tear drop labels or inner shields attached. The customer reported that insulin will not come out of the needle during flow check. The samples were examined, and it was observed that 3 featured a bent non-patient end (npe) cannula, and 4 featured a broken npe cannula. The remaining 2 samples featured straight npe cannulas and were tested for flow using a test pen injector: both samples were able to expel properly. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples were returned after use, and no evidence of manufacturing defect was observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not come out of needle. The following information was provided by the initial reporter: consumer reported finding the insulin will not come out of needle during flow check.